Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in a non-tortuous 5mm diameter mid left superficial femoral artery (sfa) with two self-expanding stents. After performing pre-dilatation with an unspecified 5mm balloon inflated to 8 atmospheres for 2 minutes, a 5.0x120 6f 120cm supera peripheral self-expanding stent system (sess) was prepped per the instructions (IFU) for use without difficulty. The sess was then advanced without resistance to the distal segment of the mid sfa lesion. The supera stent was deployed without difficulty. After deployment, the delivery system was retracted, but slight resistance was felt during withdrawal, but no excessive force was applied. Withdrawal was stopped, the thumb slide was moved proximally and distally, then the delivery system was able to be withdrawn without further difficulty. After withdrawal of the delivery system, it was then noted that the proximal portion of the supera stent had elongated (stretched) by approximately 50mm proximally. While the nose cone of the supera did not detach and there were no deployment difficulties, it is suspected that the nose cone may have caught on the deployed stent during the withdrawal of the delivery system. As overlapping proximal stent placement was pre-planned for coverage of the remaining proximal diseased vessel, a non-abbott stent was then deployed, completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.